Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was hospitalized in winter of 2007 due to high blood glucose. Customer's blood glucose reading at the time of hospitalization was unknown. Customer stated that she cannot remember any details about hospitalization. Nothing further was reported.